Event description:
Spontaneous communication from patient's father who reported faulty pen needles. First needle due to user error. The second and third needle broke upon recapping and the 4th needle upon recapping went through the chamber and shattered the glass. Unknown if patient missed any doses. No adverse events reported. Unknown if patient has defective product on hand. No additional information available. Reported to cvs/caremark by: patient/caregiver. Reference reports: mw5149493, mw5149494, mw5149495.